Manufacturer narrative:
Examination of the submitted stem bolt confirmed fracture. No material defects were observed on the fracture surface. The location and manner of the stem bolt fracture suggested it was repeatedly under excessive bending stress for a prolonged time, which could initiate the fatigue and eventually lead to its fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for loose femoral/tibia components at cement/implant and cement/bone mantles, osteolysis and polyethylene wear.